Event description:
Arjo was informed about an event involving the enterprise 9000x bed. The customer reported that the backrest actuator split in two. There was no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
Based on the inspection findings, the backrest actuator was found mechanically damaged and split in two, and the main frame of the bed was bent. No external contributing factors or specific triggering circumstances could be confirmed. A review of service history indicated that the backrest actuator had not been replaced and that the bed has exceeded its expected lifetime of 10 years (manufactured in october 2015). Long-term wear is therefore considered a plausible contributing factor. The case was consulted with a product engineer, who noted that age-related wear alone would not typically result in an actuator splitting in this manner. However, due to the limited information available, long-term deterioration remains the most reasonable explanation. The bent frame suggests that an additional mechanical load may have occurred, but this cannot be verified. The instruction for use for the enterprise 9000x bed (IFU 746-591) instructs caregivers to perform weekly functional tests of all electrical bed positioning functions (backrest, height, tilt, etc.) And to contact arjohuntleigh or an approved service agent if any test result is unsatisfactory. The IFU also includes a warning to ensure that obstacles such as bedside furniture do not restrict the bed¿s movement during operation. Based on the available information, no external contributing factors or specific triggering circumstances could be confirmed. Normal wear associated with long-term use is considered the most plausible explanation for the backrest actuator failure, while the observed deformation of the bed frame suggests that an additional mechanical load may have acted on the bed; however, this cannot be verified. In summary, the device did not meet its performance specifications due to mechanical damage to the backrest actuator. The bed was not in use with a patient at the time of the event. The complaint was considered reportable due to the partial detachment of the backrest actuator. No injury was sustained. No UDI information is available; the device was manufactured before UDI implementation.